Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to charge its internal battery. The ventilator was returned to the manufacturer for evaluation. During the evaluation, the device's charge limit was found to be set to 60%. The charge limit was reset to 100% to address the issue.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.